Manufacturer narrative:
An event regarding crack/fracture and wear involving an unknown scorpio insert was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection indicated that the damage present on the post of the insert was consistent with delamination and material loss. The post has completely fractured off. Hackles are observed on the fractured surface are consistent with a fracture in overload. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. Damage to the locking mechanism due to the explantation process is also observed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to a fractured insert. Visual inspection indicated that the damage present on the post of the insert was consistent with delamination and material loss. The post has completely fractured off. Hackles are observed on the fractured surface are consistent with a fracture in overload. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. Damage to the locking mechanism due to the explantation process is also observed. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to the post of a scorpio insert shearing off. The insert was revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to the post of a scorpio insert shearing off. The insert was revised.